Event description:
It was reported that the pump indicated a data log corruption. The customers blood glucose level was reported between 42-44 mg/l. The customer consumed glucose tablets to address bg. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.